Manufacturer narrative:
A pride rep evaluated the device and made some minor adjustments. The device is working properly.

Event description:
Consumer alleges while going down the back of a van ramp his unit allegedly tipped forward causing the consumer to fall out and hit his head.